Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® blue line ultra® soft seal® cuffed tracheostomy tube had an air leak during use. It was suspected that the air leak was from the inflation line or the pilot balloon. The device was not able to be used. It was unknown how long the product was in use. The tracheostomy tube was tested prior to use. No medical treatment was required and no patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One used portex® 7.0mm blue line ultra® soft seal® cuffed tracheostomy tube was returned for investigation. The device was received without its original packaging. Visual inspection of the device was conducted at a distance of 12" to 24" and under normal conditions of illumination. No visual discrepancies were observed during inspection. During functional testing, a syringe was used to inflate the device cuff and the device was submerged in water. Bubbles (indicating a leak) were observed escaping out between the pilot balloon and the valve. Investigation determined that the root cause of the observed leak was due to a manufacturing assembly error.